Manufacturer narrative:
The following sections were updated in follow-up 1: b4, d9, g3, g6, h2, h3, h6, and h11. One 9f occlutech delivery sheath was returned under RMA# 1202110198 without the dilator or loader. There were no other accessories. Traces of blood were found on the sheath. According to the event description summary, when the side port was used for aspiration, a significant amount of air was expelled from the side port/sheath. The doctor then removed the 0.35 guide wire and performed another aspiration. This resulted in no further air egress from the sheath. It is hypothesized that the hemostatic valve may be too weak. The hub, hubcaps and hemostatic valve looked normal and intact. The sheath was manually leak tested with the syringe connected to the stopcock and the tip occluded. The sheath did not exhibit leakage when tested using this method. The sheath was then tested using the iso 11070 for liquid leakage test method. The device was occluded at the distal tip and pressurized to 38kpa and held at this pressure for 30 seconds and no leakage was observed from the hemostatic valve. The sheath was further pressurized beyond 300kpa and no leakage was observed from the stopcock, sideport, hub or hubcaps. Per manufacturing procedure adelante magnum and destino magnum sheath assembly visually inspect seals before use. Carefully inspect seals before assembly to ensure that all of the cuts are present. Do not use the seal for assembly if they are not properly cut. Align the seal so that the holes of the seal match with the appropriate pegs of the sheath hub. Slightly press down the seal until it is placed appropriately. Complete 100% leak test according to procedure. Per qa procedure breezeway ii guiding sheath shaft assembly sample size inspect per ansi z 1.4, gen level 1, normal, and aql 0.40 with the unaided eye, verify the shape and form of hub area. Verify that the hub is free of damages at the seal, cap, hub, stopcock and sideport tubing. Verify presence of seal and make sure cap is fully installed on hub. Complete 100% leak test according to procedure. The instructions for use (IFU) informs the user: place dilator inside the sheath and lock both hubs together. Thread the dilator/sheath assembly over the guidewire, using a slight twisting motion. Note: any device/component inserted through the hemostatic valve of the sheath should be wetted and placed through the center of the valve to prevent tearing of the seal and leakage. Returned device analysis revealed the sheath did not leak when tested manually and aspirated as expected. The sheath also met the iso leakage test method requirement. The hemostatic valve, hub and hubcaps looked normal and intact. The sheaths are leak tested 100% by manufacturing and 100% by qa personnel. The hemostatic valves are also inspected 100% by manufacturing before final assembly of the sheath. In conclusion, the review of the device history record did not identify any manufacturing anomalies of this type and passed all final testing prior to shipment. The stated failure of the returned product was not confirmed by our investigation. No corrective or preventive action resulted after investigation of this event. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
The event occurred directly after the procedure. The complaint device was inspected prior to use/patient and there were no deviations during the device inspection. Following the procedure, the doctor requested a contrast imaging scan. However, it was discovered that the guide wire 0.35 was still in the sheath. The guide wire appeared to be stretched and not under tension (bent). When the side port was used for aspiration, a significant amount of air was expelled from the side port/sheath. The doctor then removed the 0.35 guide wire and performed another aspiration. This resulted in no further air egress from the sheath. It is hypothesised that the haemostatic valve may be too weak. The device was not involved in any patient, user, or third-party injury. There were no other patient or procedure related impact, events, or consequences. The patient is in good condition. The procedure was completed successfully, with same device. The device will be returned.